Event description:
The initial reporter stated that the "clamp was cutting tubing and leaking". They stated that tubing was clamped up to nine days and that when they would be unclamped to be used, they would leak. Mmdg followed up with the initial reporter, who stated that they had no additional information. No adverse effects to the patient were reported. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. When the device was returned to mmdg for investigation, a cut in the tubing was observed, however, the slide clamp was tested, and there is no indication that it would have the ability to cut the tubing in the manner reported. The complaint could not be replicated.

Event description:
The initial reporter stated that the "clamp was cutting tubing and leaking". They stated that tubing was clamped up to nine days and that when they would be unclamped to be used, they would leak. Mmdg followed up with the initial reporter, who stated that they had no additional information. No adverse effects to the patient were reported. Complaint: (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.